Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was received with minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
The customer's parent called and reported the customer's blood glucose 482 mg/dl with symptoms of polydipsia and polyuria. She was treated with manual injection. Troubleshooting was performed with customer's insulin pump. During troubleshooting, the insulin pump failed the high pressure test twice. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.